Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: harmony-25; sn:(B)(6); ubd: 2024-10-09; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter pulmonary bioprosthetic valve, as the valve was deployed, the outflow portion of the valve dislodged towards the right pulmonary artery (rpa). It was noted that the valve stent was not secured in the rpa, and a stent kink occurred. Subsequently, the valve was recaptured and withdrawn from the patient, and anew valve was successfully implanted. No adverse patient effects were reported.